Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: extrusion of right breast prosthesis through inframammary incision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. In addition, the right side breast prosthesis was exposed from the inframammary incision. As a result, the patient underwent explantation on (B)(6) 2019.